Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
It was reported that the patient presented to the emergency room with skin erosion and that the device was visible from the opened incision site of the implanted device pocket. The physician explanted the entire pacemaker system to resolve the issue. The patient experienced no consequences.